Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope was analyzed and found to have a cracked sapphire distal window. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of the cracked lens is attributed to damage during use or improper handling. Accidental drops of the endoscope, inadvertent collisions with hard surfaces, or improper cleaning during reprocessing can result in damaged optical components.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the 8mm endoscope, 30° was not working. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: there was no material missing/detached from the portion of the device that enters the patient¿s body. No harm to patient. No details were provided just that it was not working. It was set up for use but not used in the or after all. Given to csr for cleaning and then provided to me to send out for repair. No photographic images or a video recording of the procedure available. The scope was shipped when the replacement scope arrived. From the customer's understanding, there was no patient involvement.